Event description:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 device's sound abatement foam. The manufacturer received information alleging particulate in the device. There was no report of harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 device's sound abatement foam. The manufacturer received information alleging particulate in the device. There was no report of harm or injury. No medical intervention was required by the patient. The ventilator was evaluated by the third party service center and verified particles in the airpath. The device's sound abatement foam needs to be replaced to address the issue. The unit passed all the tests.